Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 303553 and lot number 0237611. The review revealed there was documentation for this type of symptom in the batch record. The packaging blister top web has expiration date 2025/09/30 and the case label has manufacturing date of 2020/08/24. The actual manufacturing date was from 8/30/2020 to 9/02/2020. To aid in the investigation, three photos were provided for evaluation by our quality team. All three photos are showing the top web packaging blister. The expiration date printed on the top web is 2025/09/30. It could be possible for this defect to occur if there was a misalignment in the system with the production order date and the expiration date. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. (B)(4).

Event description:
It was reported that 160 syringe 50ml catheter tip (B)(6) had an incorrect expiration date before use. The following was reported by the initial reporter: "product that has the expiration date divergent from the commercial invoice and the box's label. Exp. Date in commercial invoice: 2025/08/24. Exp. Date in product pack: 2025/09/30. Exp. Date in box's label: 5 years counting from manufacturing/sterilization date. (2025/08/24) box #: 1000034756201. When analyzing, the bd customer service realized that the exp. Date in commercial invoice corresponds to the exp. Date in the box label, and requested for an evidence. On 07.jan.2021, the logistic operator sent pictures of the product units, that really present a different exp. Date. This product does not pass through nationalization process, and therefore the box has not been opened until it reached the customer, so the mistake couldn't have been noticed prior it."